Event description:
During a laparoscopic cholecystectomy the clips from the ER 320 did not close all the way. A second device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and would not form all the clips as designed. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.